Event description:
It was reported that the patient was treated at the emergency room for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient stated that subsequent to the event she experienced elevated blood glucose levels, and may have administered excess insulin while attempting to reduce them. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.